Event description:
It was reported that when using the bd pyxis¿ es server, testosterone packet did not flag for waste on the patient's profile when a partial dose was dispensed at the device. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available.a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.